Event description:
It was reported that on (B)(6) 2025, facility discovered white foreign matter adhering to the guidewire inside the catheter. Out of concern for patient safety, a new set was opened and used, and the puncture was successfully completed. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material on the stylet is inconclusive due to the lack of detail in the returned photo. One photograph of powerpicc catheter kit and one photo of a product label were returned for evaluation. Inspection of the photographs was unable to identify any foreign material on the stylet or on any of the other components inside the catheter kit tray. A red mark, presumably blood residue, was observed on the tyvek lid of the tray, suggesting that the kit had experienced some use. Based on the available material for review, there is insufficient evidence to identify the alleged issue or a root cause of the reported issue. This complaint will be recorded for future trending and monitoring purposes.